Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced worn and dirty vic (vacuum isolation chamber), replaced all 3 syringes and valves lv10, lv11, lv12. The fse also flushed vacuum lines and replaced vacuum isolation filter (green fluid barrier filter). The fse checked hemoglobin (hgb) voltage, vacuum and ran a startup, reproducibility and controls; all results were within specification and no further control issue or leak were observed. Failure mode can be attributed to the numerous parts replaced by the fse (vic, syringes, and valves 10, 11, and 12). (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they were running quality control (qc) on their coulter act-diff analyzer and they discovered that the probe leaked/dripped and they were having an ongoing control recovery issue for the hemoglobin (hgb) parameter. The leak was not contained within the instrument. Per the customer, they were wearing gloves and laboratory coats at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event. Customer confirmed patient results/treatment were not affected in relation to this incident.